Event description:
Caller reported a malfunction on the pump, and while the impact on the customer¿s blood glucose level was unknown, the resolution was clear. Cts decided to replace the pump and informed the caller about the steps required to manage the issue, including returning the malfunctioning pump with a provided pre-paid label. Additionally, the caller acknowledged the instructions regarding the receipt and set-up of the replacement pump and understood the advisory about using a g7 sensor with the new device.